Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pet owner reported, finding two different size syringes in her new box. Stated, some dosed up to 30 units and some dosed up to 100 units. Stated, she always use the syringes that dose 30 units stated, the boxes do not come sealed and this is how the problem occurred. Stated, the pharmacy could have mixed the product and she did speak with them. Stated, the company should seal boxes could not provide any additional product information lot: unknown catalog: 328438 date of event: unknown. Samples: no cl.